Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a raw, skin irritation under the right-electrode. There was no alleged device malfunction contributing to the irritation. The patient followed up with his cardiology office, where they applied rubbing alcohol on the irritation. Follow up indicated that the skin irritation improved with the use of water-based lotion.